Manufacturer narrative:
Product ID 7482a51, serial # (B)(4), product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3389s-40, lot # v475868, product type lead; product ID 3389s-40, lot # v443426, product type lead. (B)(4).

Event description:
It was reported that there were high impedances on an implantable neurostimulator (ins) just prior to replacement. It was stated that circuits 0-1, 0-2, 0-3, and 1-3 were all greater than 2,000 ohms. No further information was provided about this device.